Event description:
It was reported to philips that the system did not boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, the power issues were found at the mains interface module, with no power beyond. To resolve the problem, fse replaced the pdu fan tray and return parts for further analysis and no problems were detected except for a missing bolt in the and missing rubber ring in cable hole of housing power supply has been found to be defective. Philips also initiated corrective action. After replacement of pdu fan tray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.